Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery exhibited less than expected longevity and that the ICD could not be interrogated. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated electrolyte leakage in the battery. Further analysis of the device confirmed the reported loss of telemetry and no pacing output conditions were the result of a depleted battery exhibiting a failure mechanism that was determined to be electrolyte leakage from the battery. X-ray inspection of the hybrid did not reveal any anomalies related to the failure. Copper anomalies observed on the edge of the hybrid printed wire board (pwb) can be attributed to an electrochemical reaction to the battery electrolyte leakage. The can was cut open where a distinct odor, consistent with battery chemistry, permeated the air. Optical inspection of the interior of the device identified a white flaky material on the visible areas of the battery. Attempts to run diagnostic testing on the hybrid were unsuccessful with status instruction register (sir) errors occurring. The copper anomalies were removed mechanically and the hybrid powered up with nominal current drain observed. Diagnostic testing was run successfully with all tests passing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.